Manufacturer narrative:
Detailed patient outcome and procedure outcome information was not provided to bsc. We have completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that premature deployment occurred, leading to an unretrieved device fragment (udf). An embold? Fibered was selected for use in an embolization procedure. During the procedure, the coil detached prematurely, prior to activation of the proximal release perforation. As a result, the coil was deployed in an unintended location. No further intervention was reported. The patient outcome was not reported.